Manufacturer narrative:
(B)(4).

Event description:
The pt had a revision surgery because her lead was not in the right location. The lead was moved down one vertebral level. The pt was getting better coverage of her painful areas. The surgery was completed without incident. A f/u report will be sent if add'l info becomes available.